Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was damaged and would no longer work to charge the pump. Additionally, the usb cable wires were exposed. There was no reported impact to customer's blood glucose level. Replacement adapter and cable were sent to the customer.